Event description:
It was reported that during a knee scope, meniscus repair and acl reconstruction, the white suture of the ultrabutton fixation device broke, while pulling up to the femur tunnel. The procedure was completed using a back-up device in the originally drilled bone tunnel. Intraoperative x-rays were taken to confirm ultrabutton placement and remove the ultrabutton and graft from the tunnel. There was a delay greater than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of conformity is required for each shipment. Traceability between lot # on c of c and lot # on supporting data is required. Tensile strength complies with the ¿straight pull braid strength (no knot)¿ must be verified. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of conformity is required for each shipment. Traceability between lot # on c of c and lot # on supporting data is required. Tensile strength complies with the ¿straight pull braid strength (no knot)¿ must be verified. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of conformity is required for each shipment. Traceability between lot # on c of c and lot # on supporting data is required. Tensile strength complies with the ¿straight pull braid strength (no knot)¿ must be verified. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a knee scope, meniscus repair and acl reconstruction, the white suture of the ultrabutton fixation device broke, while pulling up to the femur tunnel. The procedure was completed with a delay greater than 30 minutes using a back-up device, in the originally drilled bone tunnel. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).